Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 679 mg/dl. The field representative stated that prior to the event, the customer had been correcting and her blood glucose level was not coming down. The field representative also stated that the insulin pump had a damaged case. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.